Manufacturer narrative:
(B)(4).

Event description:
The customer was performing patient correlations between a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer and identified erroneous results for 2 patient samples tested for either elecsys pth stat immunoassay (pth stat) or elecsys hcg + beta test system (hcg + b). Patient (B)(6) was initially tested on the e601 module and the hcg + b result was 1120 miu/ml. This result was reported outside of the laboratory where the doctor questioned the result. The sample was repeated on the e411 analyzer and the result was greater than 10000 miu/ml with a data flag. The sample was diluted by the analyzer and the result was 47166 miu/ml. The sample was repeated on the e601 module and the result was 1184 miu/ml. The result of 47166 miu/ml from the e411 analyzer was believed to be correct. Patient (B)(6) (female, (B)(6) was initially tested on the e601 module and the pth stat result was 21.48 pg/ml. This result was reported outside of the laboratory. The sample was repeated on the e411 analyzer and the result was 107 pg/ml. The sample was repeated twice on the e601 module with results of 210.0 pg/ml and 18.13 pg/ml. The sample was repeated again on the e411 analyzer and the result was 102.6 pg/ml. The result of 107 pg/ml from the e411 analyzer was believed to be correct. No adverse event occurred. The hcg + b reagent lot number was 21015105 with an expiration date of (B)(6) 2017. The pth stat reagent lot number was 18500502 with an expiration date of (B)(6) 2018. The field service engineer (fse) visited the customer site and identified a fluidics issue. The measuring cell connections were aligned. The reagent and sample probe were flushed with cleancell. Pinch tubings were replaced. Instrument tests were performed along with a 20 cup precision and the results were acceptable. Further investigation could not determine a specific root cause. This type of issue is typically caused by contamination or sample pipetting issues. The issues found during the service visit were likely to cause contamination of the analyzer.